Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the clips holding ambient light module have broken and hanging out creating a risk of parts detachment. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568370932 corrected d4 catalog # ard568370902/ard568350908. Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the clips holding ambient light module have broken and hanging out creating a risk of parts detachment. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to information provided by getinge technician, he replaced the defective ambient light (ard368335998) and returned the affected device to use. During the investigation, it was concluded that the device involved did not meet the manufacturer¿s specification as a tab of the ambient light broke and it contributed to the event. We have not received information whether the device was or was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the detachment of ambient light module is low. According to subject matter expert at manufacturing site, maquet sas has mentioned several recommendations & warnings regarding cleaning in the user manual for powerled IFU 01581 en09 (pages 35-36). To prevent similar incident maquet sas recommend to respect the cleaning protocol avoiding: - direct spraying of chemicals products on the endo light module; - prolonged exposure to detergents and disinfectants solutions - high concentrations; - exposure to heat during the cleaning procedure; - prohibited products; maquet sas recommend to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Maquet sas undertook the corrective action preventive action plan CAPA 2011-01 & the design change request e091217 to improve the fastening of concerned optical part & developed a new module made of silicon, to improve the compatibility with aggressive cleaning agents. This kit is available under reference ard 368335998 / pwd / hld700 silicone ambient light kit. The nit 220 and the fsn msa/2014/002/iu, informing about the potential defect of ambient light module fastening, has been sent on march 2014. It is requested to inspect the surgical lights potentially affected. If the ambient light module fastening is detected as defective, it should be replaced using new silicon module ard 368335998. We believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).